Event description:
A report was received that the patient¿s ipg would not hold and charge. It was uncertain for any malfunction with the battery. The patient underwent an ipg replacement and was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician believed that the explanted ipg would not charge due to normal wear and tear. The physician did not suspect a malfunction.

Event description:
A report was received that the patient¿s ipg would not hold and charge. It was uncertain for any malfunction with the battery. The patient underwent an ipg replacement and was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.